Event description:
The pt was implanted with a left ventricular assist device (lvad). A device tracking form was received indicating that the pt had a pump exchange due to high power and suspected thrombus. The MFR is attempting to acquire additional info and the device from the center.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation between the device and the suspected thrombus could not be conclusively determined as the product was not returned for evaluation. A request for additional information was performed; however, no additional information was not provided. There were no further issues reported to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.